Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Affected side is unknown. Device remains implanted.

Event description:
Patient reported left side rupture. Healthcare professional reported intracapsular rupture of left device and capsular contracture grade iii diagnosed via ultrasound scan. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side rupture. Healthcare professional reported intracapsular rupture of left device and capsular contracture grade iii diagnosed via ultrasound scan. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported intracapsular rupture of left device and capsular contracture grade iii diagnosed via ultrasound scan. The device has been explanted and replaced with non allergan device.